Event description:
The handpiece was returned to the MFR for service, and during the eval an unk liquid leaked from the device. There was no pt involvement at the MFR during this event. There were no adverse consequences reported.

Manufacturer narrative:
The handpiece was rec'd at the MFR for service. During the eval an unknown liquid leaked from the device. A sample was taken from the device. Based on the investigation details, a possible cause was an e-box seal failure.